Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced injury, pain, disability and impairment.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received, patient has experienced urinary incontinence, urinary retention, pelvic pain, pain with sex/dyspareunia, leakage, bladder spasms, discomfort, sensation of difficulty voiding and unable to void well, blood with wiping after voiding/vaginal bleeding (blood loss), depression, blood/protein/leukocytes in urine (hematuria) and non-surgical intervention.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced difficulty voiding, sensation of incomplete bladder emptying and low blood pressure.